Manufacturer narrative:
As a result of an FDA inspection conducted in (B)(6) 2020, exactech has committed to remediating 3 years of complaints (2017-2020) and a portion of complaints from 2013-2017. This MDR is being submitted as part of that remediation. The device was returned. An investigation was conducted under CAPA (B)(4): the investigation concluded that the root cause of the tibial tamp head fractures was a combination of the design and a user misuse issue. Revision a of the tibial tamp head has a sharp corner present that could create a stress concentration that contributes to the breakage of the device. The surgical technique instructs that use of the extraction lever and "mauldin multi-tool" should be used to extract the tibial tamp head from the bone. The surgical technique does not specifically state that the surgeon should not hit the tamp handle/guide backwards (retro-grade) to remove the tamp assembly from the bone. As a correction, the companyh has updated the surgical technique to clarify the proper technique and instrumentation to remove the tamp assembly from the bone, i.e., to include a caution statement about the potential for instrument breakage if the tamp handle/guide is misused by impacting in retro-grade. Additionally, the design of the device was modified to add a radius to where the sharp corner was located, to reduce the stress concentration. The CAPA investigated complaint data to compare occurrence rate of device fractures for revisions a and b of the tibial tamp head. There were no complaints for device fracture for rev. B of the tamp head at the time of the investigation indicating a lower occurrence for device fracture and improved effectiveness. IFU 700-096-004 states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for total knee arthroplasty surgery, and reviewing information regarding use of instrumentation. Optetrak operative guide states: the tamp should be ejected from the proximal tibia by squeezing the release lever. If the tamp guide does not disengage from the tibia with the release lever, a mauldin multi-tool can be used to disengage it by inserting the small stud on the end of the mauldin multi-tool into the hole in the handle of the tamp, then rotating the mauldin multi-tool to loosen the tibial tamp. Do not hit the tamp in retrograde. Hitting the tamp in retrograde can result in breakage of the instrument. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri- operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all exactech instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or led to patient impact. An investigation was conducted under CAPA (B)(4); the investigation concluded that the root cause of the tibial tamp head fractures was a combination of the device design and user error issue.

Event description:
It was reported from (B)(6) that during an orthopedic surgery the impact head broke at the modular portion. "The impact head broke at the modular portion it was not any damage from others, when surgeon has the malleting in keeling process, but it wasn't extract in proximal tibial bone. It means that head was broken of the locking part." The surgeon was extracting the tibia tamp head that resulted in the device break. The surgeon was not experiencing difficulty in extracting the tibial tamp from the patient's tibia. The surgeon did not have the mauldin tool available as an alternative to help eject the tibial tamp. No device pieces/fragments fell into the patient's operative site; the reporter stated that "no piece was left" in the patient. There was no injury/ adverse event/clinical consequence to the patient and there was no surgical delay. The patient final outcome is unknown. No additional information was provided by the contacts related to this event.